Event description:
Nellcor puritan bennett received info that suggested that the device failed to alarm when it became disconnected from the pt. The customer reported that user error may have contributed to this event. No further details have been received from the customer.

Manufacturer narrative:
Npb will notify FDA when additional info is received.